Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. This report is one of two forms for this event. Two forms are being submitted as two different patient samples were involved. (B)(4).

Event description:
Customer reported a false negative reaction was obtained with 0.8% resolve panel a lot vra 218 when tested in mts igg gel cards. A patient with a previous history of anti-kell failed to react with cell # 2 of 0.8% resolve panel a lot vra218 using provue on (B)(6) 2015. Customer did observe 3+ and 4+ reactions with cell # 7 and # 8 on panel a (kell-positive cells), but felt if site did not have previous history the antibody might have been missed. Daily qc testing was performed and acceptable results obtained. Cards and reagents were stored as per IFU and had acceptable appearance prior to use. Following suggestion by ocd to extend the incubation time the customer repeated testing in manual gel with a 30 minute incubation time. 1+ positive result was obtained.